Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant of the cardiac resynchronization therapy defibrillator (crt-d), an increase in the chronic right ventricular (rv) lead pacing threshold was observed. It was noted to be a connection issue between the device and rv lead. The device and lead were reconnected and the outcome was resolved. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.